Manufacturer narrative:
The main device. Other components include: product ID: 8709, lot# l80007, implanted: (B)(6)2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml of morphine at an unknown dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that there was a leak in the patient's catheter. During a scheduled dye study occurring a few weeks prior to the date of the event, the hcp tried to aspirate the patient's catheter, but was unable to do so. The leak in the catheter was found and that portion of the catheter was removed and discarded. The removed segment was replaced with a new pump segment. The patient's pump was replaced at the same time as the patient's hcp felt that it was appropriate to do so. The patient reportedly had a mix of medication in the pump, which the hcp acknowledged could affect motor performance. The patient's pump was (B)(4) years old, so the hcp figured it'd be a good time to replace the pump since the pump pocket was already open to revise the catheter. The old pump was discarded by the facility. No environmental/external/patient factors were known. The issue was considered resolved at the time of the event. No symptoms were reported. The patient's status was listed as "alive-no injury". No further complications.

Manufacturer narrative:
Updated to reflect the information received on 2017-dec-07. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-dec-06 from the manufacturer's representative (rep). The rep confirmed that the reason f or the catheter leak was unknown to the patient's healthcare provider, the pump nurse, the patient, and the rep themselves. The rep noted that the patient seemed to be a poor historian and speculated that the patient may have taken a fall. All that was known was that there was a leak in the spinal segment which was found when the doctor opened the catheter site. No further complications were reported.